Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with no delivery alarm. It was reported that the customer had three reservoirs that did not work. It was reported that the customer changed to different reservoir box and the issue was resolved. The customer's blood glucose level at the time of incident was unknown. The customer was advised the sets would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.